Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The impact to the customer's blood glucose level was unknown. The customer disconnected from the pump and will use a non-tandem pump to manage diabetes.